Event description:
"Rospective" pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device and genital haemorrhage outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("heavy bleeding") in a 36-year-old female patient who had essure (batch no. 860746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "medical device monitoring error" and device ineffective "device ineffective". The patient's medical history included abortion spontaneous incomplete, uterine dilation and curettage, vaginal dryness, weakness and endometrial polyp. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea") and dyspareunia ("dyspareunia ((painful sexual intercourse)"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full)/ salpingectomy/ oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the ectopic pregnancy with contraceptive device, depression, anxiety, nausea and dyspareunia outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. 14 wks size uterus, right ovary adherent to the right lateral size side wall. 2cm cyst not the medial aspect of the ovary. Essure tubal coils in the fallopian tubes (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Concerning injuries reported in this case the following ones were described in patient medical records: dyspareunia, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-may-2019: plaintiff fact sheet and medical records received- patient demographic information updated. Outcome of events ¿heavy bleeding, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)¿were changed from "unknown" to "recovered/resolved. And event ¿pelvic pain¿ outcomewas changed from "unknown" to "recovering/resolving". Events: ¿abnormal bleeding vaginal, menorrhagia, psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: mental anguish, nausea, dyspareunia ((painful sexual intercourse), medical device monitoing error¿, lot number, lab data, reporter added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 36-year-old female patient who had essure (batch no. 860746-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "medical device monitoring error" and device ineffective "device ineffective". The patient's medical history included female condom from (B)(6) 2014, abortion spontaneous incomplete, uterine dilation and curettage, vaginal dryness, weakness and endometrial polyp. Concomitant products included nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea") and dyspareunia ("dyspareunia ((painful sexual intercourse)"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy/ oophorectomy -unilateral). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the ectopic pregnancy with contraceptive device, depression, anxiety, nausea and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. 14 wks size uterus, right ovary adherent to the right lateral size side wall. 2cm cyst not the medial aspect of the ovary. Essure tubal coils in the fallopian tubes. Event medical device monitoring error was added as essure insertion and dilation and curettage for incomplete spontaneous were done on the same day- (B)(6) 2014. Treatment received for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Concerning injuries reported in this case the following ones were described in patient medical records: dyspareunia, menorrhagia, pelvic pain lot # 860746-not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 36-year-old female patient who had essure (batch no. 860746-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "medical device monitoring error" and device ineffective "device ineffective". The patient's medical history included female condom from (B)(6) 2014 to (B)(6) 2014, abortion spontaneous incomplete, uterine dilation and curettage, vaginal dryness, weakness and endometrial polyp. Concomitant products included nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea") and dyspareunia ("dyspareunia ((painful sexual intercourse)"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy/ oophorectomy -unilateral). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the ectopic pregnancy with contraceptive device, depression, anxiety, nausea and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. 14 wks size uterus, right ovary adherent to the right lateral size side wall. 2cm cyst not the medial aspect of the ovary. Essure tubal coils in the fallopian tubes. Event medical device monitoring error was added as essure insertion and dilation and curettage for incomplete spontaneous were done on the same day- (B)(6) 2014. Treatment received for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Concerning injuries reported in this case the following ones were described in patient medical records: dyspareunia, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant) and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 36-year-old female patient who had essure (batch no. 860746-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "medical device monitoring error" and device ineffective "device ineffective". The patient's medical history included female condom from (B)(6) 2014 to (B)(6) 2014, abortion spontaneous incomplete, uterine dilation and curettage, vaginal dryness, weakness and endometrial polyp. Concomitant products included nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea") and dyspareunia ("dyspareunia ((painful sexual intercourse)"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy/ oophorectomy -unilateral). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the ectopic pregnancy with contraceptive device, depression, anxiety, nausea and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. 14 wks size uterus, right ovary adherent to the right lateral size side wall. 2cm cyst not the medial aspect of the ovary. Essure tubal coils in the fallopian tubes. Event medical device monitoring error was added as essure insertion and dilation and curettage for incomplete spontaneous were done on the same day- (B)(6) 2014. Treatment received for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Concerning injuries reported in this case the following ones were described in patient medical records: dyspareunia, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: outcome of the event ¿pelvic pain¿ was updated to recovered. Event of genital haemorrhage downgraded to non-serious. Reporter information was added. Reporter causality comment was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and genital haemorrhage ('heavy bleeding') in a 36-year-old female patient who had essure (batch no. 860746-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "medical device monitoring error" and device ineffective "device ineffective". The patient's medical history included abortion spontaneous incomplete, uterine dilation and curettage, vaginal dryness, weakness and endometrial polyp. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea") and dyspareunia ("dyspareunia ((painful sexual intercourse)"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full)/ salpingectomy/ oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the ectopic pregnancy with contraceptive device, depression, anxiety, nausea and dyspareunia outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. 14 wks size uterus, right ovary adherent to the right lateral size side wall. 2cm cyst not the medial aspect of the ovary. Essure tubal coils in the fallopian tubes. Event medical device monitoring error was added as essure insertion and dilation and curettage for incomplete spontaneous were done on the same day- (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Concerning injuries reported in this case the following ones were described in patient medical records: dyspareunia, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.